Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp and was unable to retract inside the catheter. It was reported that cautery was used to cut the polyp successfully and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.